Manufacturer narrative:
Zimvie complaint number (B)(4). D1: brand name: unknown/provided. D4: additional device information: unknown/not provided. G4: premarket identification PMA/510(k) #: unknown/not provided. H4: device manufacturer date: unknown/not provided.

Event description:
It was reported that an implant at tooth site # 35 was removed due to a fracture of the screw of the abutment inside the implant. Procedure was not completed.